Manufacturer narrative:
Evaluation codes: method:other = x-ray. Additional manufacturer narrative: echocardiography review: echocardiography recording were provided, independent review indicates the following: " prior to intervention, there is severe mr of unclear etiology. There are some features of the lv and lv outflow tract that are suggestive of dynamic subvalvular lv outflow obstruction (and therefore of hypertrophic obstructive cardiomyopathy). After what appears to be a restrictive (under-sized) annuloplasty, there appears at first to be only trace mr. However, by (B)(6) 2011 (~ 8 months post-operative), there is apparent dehiscence of the posterolateral aspect of the annuloplasty ring and severe mr. The echocardiogram does not provide any clues as to why there is partial dehiscence of the annuloplasty ring." Device evaluation: the explanted ring was returned and evaluated; as received, the ring was found to be intact except for two cloth areas that were apparently damaged by cutting that presumably occurred during the explantation of the device. There is no evidence of any tears or ¿dehiscence¿ of the sutures out of the ring itself. There is a large piece of white rubbery host tissue with chordae-like bundles, measuring approximately 5 x 2 cm at the longest axis, attached to the straight segment of the ring on the ventricular side. The morphology of host issue is consistent with the anterior leaflet of the native mitral valve, which appears to be substantially thickened. The native anterior mitral leaflet is firmly adhered to the straight segment of the ring. The native anterior mitral leaflet is significantly thickened. Some of the chordal bundles appear to be ¿fused¿ by proliferative host fibrous tissue (pannus). Evaluation of the returned device showed that except for two cloth disruptions that appear to have occurred at explant, the ring is intact. No tears or ¿dehiscence¿ of the sutures out of the ring are evident. All implant sutures remain intact on the annuloplasty ring. The observed dehiscence is likely the result of the implant sutures pulling out of the native annulus tissue. Therefore, the provided information and edwards investigation suggests nothing to indicate a device quality deficiency or malfunction that may have caused or contributed to this event. No further action is required at this time.

Manufacturer narrative:
(B)(4). The explanted ring was requested; however, it has not yet been returned for evaluation. Dehiscence of an annuloplasty ring can occur after valve repair. There are multiple causes of ring dehiscence such as, but not limited to: friable myocardial tissue, repair technical factors, or chest trauma. Late dehiscence can sometimes occur as a result of successive dilatation of cardiac structures that result from progression of disease. Review of provided medical records indicates that the immediate intraoperative echocardiography imaging detected a 1-2+ mitral regurgitation; however, no re-intervention was elected by the surgical staff. The device history record review (DHR) was completed and confirms that this device passed all manufacturing and sterilization inspections. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. Additional information and/or updates will be reported if available.

Event description:
Edwards was notified of this event via a letter from the FDA containing a voluntary medwatch ((B)(4)) submitted on the patient's behalf regarding an edwards annuloplasty ring. Medwatch event description indicates, " had open heart surgery and insertion of annuloplasty ring [(B)(6) 2011]... (B)(6) 2012 he began experiencing severe dyspnea and chest pain. Echo transesophageal procedure revealed severe mitral regurgitation due to dehiscence of the mitral valve ring, markedly enlarged left atrium... [On (B)(6) 2012] he underwent open heart surgery and re-repair." Patient records were provided; implant operative report of (B)(6) 2011 indicates the patient underwent aortic valve replacement, mitral valve repair, septal myomectomy, and CABG x2. Operative notes indicate, " the [native] mitral valve was visualized. The posterior leaflet all approached the plane of the annulus with no evidence of regurgitation. The anterior leaflet was without any prolapse as well and the cordal and subvalvular apparatuses were all intact. I felt that the reason for regurgitation was dilated annulus causing coaptation and we sized the annulus accordingly. We sized the anterior leaflet and the intra trigonal measurements and decided on a 28 mm edwards physio ring (subject device). This was called onto the field and during this time two ethibond sutures were placed in an interrupted fashion around the annulus of the mitral valve. They were then connected to the physio ring which was lowered in place and seated. The valve was then tested using insufflation of saline into the left ventricle and appeared to be completely competent...[at the end of procedure], we evaluated all of our valves. The aortic valve appeared to be functioning well with no evidence of perivalvular leak...the mitral valve had significant improvement although there was still 1-2+ mitral regurgitation left... We felt that the risk of going back on bypass and replacing the mitral valve was higher than leaving 1-2+ mitral regurgitation...the patient tolerated the procedure well and was taken to the ICU in stable condition." Transesophageal echocardiography report for study performed on (B)(6) 2013 (8 months post implant) indicates, " dehiscence of the mitral valve ring from the lateral portion of the mitral valve annulus. Severe eccentric mitral regurgitation due to dehiscence of the mitral valve ring. Markedly enlarged left atrium almost certainly due to mitral regurgitation on his prior tee as it was not this big. Normally functioning bioprosthetic valve in the aortic position. Moderate to severe pulmonary hypertension." The patient underwent re-operation on (B)(6) 2013 to treat this event; preoperative diagnosis states, " severe mitral regurgitation due to dehisced annuloplasty ring, chronic atrial fibrillation, sternal nonunion ." Preoperative findings indicate, " preoperative echo revealed an ejection fraction of 50% with good biventricular function. The finding of severe mitral regurgitation due to dehisced ring was confirmed." Operative notes indicate, " attention was turned towards the mitral valve. The patient clearly had evidence of dehiscence of a physio ii ring along the posterior annulus. The ring was carefully dissected along with the [native] valve leaflets...[patient underwent mitral valve replacement]...transported to ICU in stable condition."